Manufacturer narrative:
D6a (implantation) and d6b (explantation) has been added. Ischemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Product-specific information (e.g., d4 expiration date, d4 unique device identifier and h4 date of manufacture) is unavailable at the time of this MDR writing. Respective fields have been marked with unknown or left blank as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old woman was being treated with percutaneous coronary intervention (pci) and impella support for cardiogenic shock secondary to an acute myocardial infarction (amicsg) when the access vessel was found to be occluded by the impella sheath resulting in distal limb ischemia. This was treated with insertion of a distal perfusion cannula. Minor bleeding was also observed around the insertion sheath, and this was treated with manual compression.